Manufacturer narrative:
The infusion device was thoroughly evaluated. The pump's electronics is contaminated. The pump failed the waterproof test due to the worn soft components of the up button. The up button is no longer functioning according to the specification which is why the pt could not clear the e8 (power interrupt) error.

Event description:
The pt reported he was hunting and his infusion device got wet and no longer works. He stated e8 (power interrupt) was displayed on the infusion device and he was unable to clear the error. He changed the battery and battery cover and was not able to clear the error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.